Event description:
It was reported that a spectrum pump failed to deliver the programmed amount. The pump was programmed to infuse 500ml of bendamustine in one hour. The pump history showed the volume infused was approximately 602ml and ran longer than one hour. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.